Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Boston scientific obtryx was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4). Brand name: pelvitex polypropylene mesh, catalog # 486047, (B)(6).